Event description:
After pre-dilation of a lesion in the posterior descending branch of the rca, a cypher 2.5x28mm was delivered, but the cypher would not cross the target lesion. Therefore, pre-dilation was conducted again and the cypher was then redelivered, but again could not cross the target lesion. Upon withdrawal of the device from the pt, the physician felt friction and confirmed the proximal portion of the stent to be flared once the device was out of the pt. The procedure was finished successfully with poba only. The product will be returned for analysis. The physician did not indicate any anomalies prior to use, and did not indicate the cause of the friction during withdrawal of the cypher.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt. This product, is distributed outside of the united states, but is similar to us distributed stent delivery systems.